Manufacturer narrative:
Additional information: breakdown of 1 event is as follows: iol torn, plunger rod issue 1. Unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4) 1. 1 investigation was completed, and 0 investigations are pending from this period. Breakdown of 1 completed investigation: (B)(4) no product returned. The investigation concluded that the product met manufacturing release criteria. This report is being filed on an international device; tecnis 1-piece iol, model gcb00 that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes (oe) 1 (/noe) malfunction events. The event was related to lens damage. There were no patient injuries reported associated to the event.